Manufacturer narrative:
B5: additional information received via (email) on 03 nov 2022 batch 7022942 has been reported. The cap was replaced. The problem with the product did not cause injury to the patient. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Most probable cause is user issue; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that it was not possible to charge of the cartridge. There was no patient associated with this occurrence. The event occurred prior to use. There was no patient injury.